Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that their insulin pump alarmed software error detected. The customer's blood glucose level was 124 mg/dl at the time of the incident. Customer received the alarm during basal. The customer was able to clear the alarm. Self test was passed. Customer programmed fill cannula but it was not recorded in the daily history. The insulin pump will not be returned for analysis.